Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This patient was admitted to the hospital with dyspnea, atrial fibrillation with rapid ventricular response and congestive heart failure. Patient was then transferred to another hospital from this ICU in cardiac tamponade. Cardiac surgeon performed a pericardial window. He stated that he placed a scope in the pericardial space and could see the coronary sinus veins and there was no evidence of the lv lead perforating or any visual abnormality. There was also no sign of any active bleeding. In addition, the CT scan showed no abnormal appearance of the ra and rv lead and no evidence of perforation of either of these leads. Device interrogation also showed no abnormalities. So it appears at this point that there is no clear evidence of the leads having caused a problem.